Event description:
On (B)(6) 2021 at approx. 1730, ICU patient was intubated with a 7.5 endotracheal tube. At approx. 0030, cuff leak was noticed and unable to be resolved by troubleshooting. An endotracheal tube exchange was successfully performed via bougie introducer. Upon inspection, there appeared to be a leak in the original endotracheal tube between pilot balloon and cuff. Unsure if manufacture defect or patient caused by biting. Since time had passed, unsure of supply lot number/make. Patency of the airway could not be maintained with the device in place. Effective clinical interventions prevented serious harm to the patient.